Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,008 units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture of a closed race-pack with the cardboard containing the information regarding the code-batch, manufacturing data but not the plastic support that contains the suture that should be below the cardboard. This defect occurred in the packaging step of the suture and the personnel involved did not discard this unit. As no other complaints have been received regarding this issue, we consider that this is an isolated and accidental unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that, upon opening the package, there was no product inside.